Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that a ar-9236-04pp glenoid trial broke. This was discovered during a case when it was noticed that the pegs on the back had broken-off.

Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that a ar-9236-04pp glenoid trial broke. This was discovered during a case when it was noticed that the pegs on the back had broken-off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.